Event description:
Report received from the USA stating that the device was "running warm" during a routine inspection. The device was not used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests that this was due to immersion during cleaning. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).